Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of over 400 mg/dl. The customer stated her insulin pump was making a constant tone after she received a calibration error from it. Standard troubleshooting was performed. The customer was advised to remove then reinsert the insulin pump's battery after different lengths of time. The insulin pump froze and none of its buttons responded. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.